Manufacturer narrative:
The device was returned to the manufacturer for investigation. The investigation is ongoing. A f/u report will be filed when the investigation is complete.

Event description:
It was reported that the collet was not releasing the pins. The condition of the device was found during preparation for use. There was no pt involvement and no allegation of adverse consequences alleged.